Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via x-rays received. Review of x-rays identified that there was a right total hip arthroplasty. The acetabular cup lateral angle of inclination is steep. Acetabular cup constraining ring is disassociated from the acetabular cup and the femoral head component is subluxed laterally. The tip of the femoral stem component is excluded from view. No gross loosening of visualized components. Bones appear osteopenic. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Medical products unknown four fin cup, freedom constrained head 11-107017 lot 650540, unknown femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07175.

Event description:
It was reported that a patient's right hip was revised approximately 4 months post-implantation due to dislocation and disassociation. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.